Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) helium tank on the screen showed full. During the shift they were teaching a coworker, they placed the pump in rescue, then back to hybrid. After this, the helium indicator and the gauge showed almost empty. They released and then reengaged the console again, but the helium still showed low.

Manufacturer narrative:
Updated fields - b4, g3, g6, h2, h3, h6 (health effect ¿ clinical code, type of investigation, investigation findings, health effect ¿ impact codes, investigation conclusions), h11.the customer was instructed to release and then reengage the console again, but the helium still showed low. The customer was advised to change the tank or the pump and to report the unit to biomed for service. The customer chose to exchange the pump. The circumstances under which the reported malfunction occurred are unknown. It is also unknown if there was patient involvement. However, no harm or injury was reported.at this time, the customer has not requested for getinge to evaluate the unit for the reported malfunction. If any pertinent information is received in the future, the complaint will be reopened and updated accordingly.

Event description:
N/a